Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in common device name and date rec'd by MFR.

Event description:
It was reported that approximately one week post port placement, a thrombus was allegedly adhered around the catheter. It was further reported that the port system was removed. The patient was reported to be stable.

Event description:
It was reported that approximately one week post port placement, a thrombus was allegedly adhered around the catheter. It was further reported that the port system was removed. The patient was reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Thrombus was noted around the port stem and the cath-lock. Thrombus was removed without any issue. However, the investigation is inconclusive for the reported thrombus issue, as the exact circumstances at the time of the reported event cannot be verified, and the thrombus found during evaluation appeared to consist of dried blood, which may have congealed before or after the reported event. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.